Event description:
The customer reported via phone call that they were hospitalized with high blood glucose on (B)(6) 2015. The customer's blood glucose was 585 mg/dl at the time of incident. Customer stated the cause of their hospitalization was from diabetic ketoacidosis. The customer reported wearing the insulin pump at the time of hospitalization. Customer's current blood glucose was 257 mg/dl. The customer also reported an absence of no delivery alarm when the customer failed to receive insulin from the insulin pump. Customer declined to troubleshoot for the issue and requested a replacement insulin pump.

Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. The insulin pump was received with cracked case at display window corners and display window. The insulin pump was received with minor scratched lcd window. Unit received with missing end cap sticker.